Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently exhibited an increase in the system shock impedance measurements. Boston scientific technical services (ts) was contacted and noted that the system impedance was still in-range, but had risen from approximately 80 ohms post-implant to 130 ohms currently. Ts stated that this could be due to patient weight gain. Additionally, during the data review, it was observed that the patient had received an inappropriate shock due to myopotential noise in 2020. Since then, no other events have occurred. Ts advised that the patient could be evaluated in-clinic via x-ray imaging and synchronous shock testing to evaluate shock efficacy. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.